Event description:
It was reported that the lead was not implanted due to high impedance. Diagnostic testing and troubleshooting was performed, and it was noted the impedance was over 4000 ohms. It was stated that the device was tested because it "didn't work properly" during the implantation surgery. Patient was reported as alive, and there were no patient symptoms or injuries related to event. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID: 3487a-45, product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 7427v serial # (B)(4) showed no anomalies. Analysis of wrench accessory showed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.